Manufacturer narrative:
One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition. The hemostasis sheath and carrier tube assembly returned fully mated and fully rear-locked position. No other damage or deformation was found on the returned device. Functional testing was performed by attempting to disconnect the hemostasis sheath and carrier tube. While disconnecting hemostasis sheath got kinked near the sheath hub. The kinked shaft was cut and an attempt to connect and disconnect the locator and hemostasis sheath was made. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 10/05/22 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Manufacturer narrative:
E3: occupation: cath lab manager. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they tried the angio-seal device, and the sheath would not stay together. There was no patient injury or medical intervention. Additional information was received on 17jul2023: the procedure being performed for patient was cardiac catheterization. Procedure sheath size used 6f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. Hemostasis achieved by using the angio-seal device. They had to manually hold the device together to deploy. The patient condition was stable.